Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose / protruded drive support. The pump passed the displacement test. Several boluses were programmed and delivered. All boluses programmed and delivered were properly recorded at the bolus and daily totals history screens. No bolus history anomaly was noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a missing end cap sticker and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family called in to report that the insulin pump alarmed a compromised force sensor error during the prime sequence. The blood glucose reading was 180 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.